Event description:
Customer reported the esc button on the insulin pump was sticking. The device stays in the same menu screen. Customer's blood glucose was 241 mg/dl. Customer reported he carries the device in the case which he puts on his belt clip, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer was reverted to manual injections by doctor because the doctor did not feel the customer was properly trained on the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten buttons dome switches. The device had cracked display window corner and missing end cap sticker.